Event description:
(B)(4).

Manufacturer narrative:
A maintenance technician authorized by maquet visited the hospital and found the front pivot of the spring arm broken. The fst replaced the spring arm with a new one and inspected all other maquet lights of this design at the facility. An add'l fissured weld seam was found at the site. A replacement spring arm has been purchased and will be replaced upon delivery. This malfunction was previously addressed in the USA through the device correction. (B)(4). Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.